Manufacturer narrative:
(B)(4). Additional device: model # mc1454p, lot # 35530, expiration date 07/01/2019. The cause for the revision surgery is determined to be due to failed fusion, vertebral irregularities, compression, and instability with kyphosis and spinal stenosis. Supplemental posterior fusion treatment was applied.

Event description:
Revision surgery due to failed fusion and instability.